Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were discarded by the medical facility and not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The explanted devices were discarded, and as such physical analysis has not been conducted in our laboratory. However, a labeling review was conducted which determined that the reported event of inadequate stimulation is a known risk associated with the use of the device, as documented in the IFU.

Event description:
It was reported that the patient was not feeling the effects of the spinal cord stimulator (scs). The patient underwent an explant procedure where the scs system was removed. No adverse patient effects were reported post operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7089872. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6) . Batch/lot number: 7089404. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was not feeling the effects of the spinal cord stimulator (scs). The patient underwent an explant procedure where the scs system was removed. No adverse patient effects were reported post operatively. The explanted devices will not be returned as they were discarded by the medical facility.